Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the programmer boots to a serious error. Analysis also found the keyboard connection is loose on the mother board, the power cord bay door tabs are broken, and there is corrosion on the lower case.

Event description:
It was reported when booting programmer, serious programmer problem screen appears and can't correct with repair programming. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.